Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that once she got to the sufficient for use screen, it wasn¿t continuing to the full charge screen. The patient reported that she monitored recharge sessions. The patient reported that she had a reprogramming session last thursday and since then she had noticed this change, however she wasn¿t quite sure. The patient reported that she let it recharge for 3.5 hours and it didn¿t get to the full charge screen. The patient reported that she turned stimulation off at night and since the reprogramming recharged about every 2 days. The patient reported that she typically hadn¿t been checking the ins level before starting the session. During the call, the patient programmer (pp) showed that the ins was full. The patient reported that she did know the difference between the sufficient for use screen and full charge screen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to not getting the full charge screen was that she didn¿t wait long enough. The patient reported that she waited longer and that the issue was resolved. No further complications were reported.